Event description:
Sl1 and brk needle set was used for transseptal puncture. It was a rather difficult transseptal given significant enlargement of the left atrium. Subsequently, an amplatz wire was placed in the left upper pulmonary vein. A mitral clip delivery sheath was then inserted into the left atrium without. No pericardial effusion is observed. Initial strategy was to place an ntw device on the medial side of the a2/p2 segment with hope to add a 2nd device to further reduction of the residual mitral regurgitation. However, the 1st grasp did not impact the mitral regurgitation. We then attempted midportion of a2/p2 and then eventually had to use the lateral side of the a2/p2 given significant regurgitation jet oriented from the lateral side. The initial grasp on the medial side of a2/p2 also generated significant transmitral gradient up to 9 mmhg at a heart rate of 80 beats per minutes. Eventually, we have to attempt on the lateral side of the a2/p2 segment for better grasp, however, due to significant chordae interaction, we had to retract several times into the left atrium to reposition the clip into the lateral side of a2/p2 segment. Surprisingly, we observed sudden hypotension after the last grasp of a2/p2 segment before we further test of the optimal grasp and regurgitation jet in the reduction. There is a large pericardia! Effusion accumulated quickly. The pt was resuscitated but later died in the critical care unit. Multidisciplinary review completed including review of techniques employed (conducted by section head). Investigation did not identify deviation from standard performance. (B)(6) 2024.